Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the unit was evaluated and no functional fault was found. Replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kits. Also replaced broken left hinge on irrigation safety cover. The unit passed all diagnostic tests, functional tests, and is fully operational. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the fms duo inflow chamber keeps filling non-stop. The inflow tubing and cover were checked. Reported there was no harm to the patient or delay in the surgery.